Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 140 mg/dl (aviva) and 49 mg/dl (nano). Customer was feeling symptoms of low blood glucose with the readings (shaky). Customer ate about 3 ounces of yogurt to feel better. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system. (B)(4).